Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4). Not returned to manufacturer.

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal and the fluid deficit rose to 7500ml. The procedure was aborted. The patient was showing signs of hypervolemia and the anesthesiologist intubated the patient. The patient was admitted into the intensive care unit (ICU). The patient was fine and discharged home the following day.